Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurately high control solution results. The reporter obtained a control solution reading of "9.0mmol/l" on the subject meter. This falls out with the control solution range of "5.7-7.7mmol/l" for this strip lot. This complaint is being reported because the reported results did not meet lifescan&#38112;accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: supplemental sent to correct information omitted from follow-up #1 (fu1). Test strips have been returned and analysed but the data was not included in fu1. The additional MFR narrative should have included the text: the test strips passed testing; the reported issue could not be confirmed. In addition a secondary issue was noted; the returned test strip vial contained extra test strips. Appropriate evaluation codes have been included in this supplemental. Additionally, the alert date in fu1 should read 1/21/2016.